Event description:
It was reported a female patient, initial right hip implanted on (B)(6) 2017, was brought back for right hip pain and was revised on (B)(6) 2022, approximately 4 years 10 months post the initial implant procedure. The femur was dislocated, the femoral head removed. The stem was checked and found to be loose and removed. Attention turned to the cup, the poly was removed with the help of a chisel. The cup was checked and found to be well fixed. A new liner was implanted. Attention turned back to femur where a size 8 alteon hps stem was implanted along with a new biolox head. Patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
Concomitants: 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups serial : (B)(4). 142-32-00 - cocr fem head 32mm +0 offset 12/14 serial: (B)(4). 186-01-48 - integrip cc, cluster 48mm, g1 serial: (B)(4). Z-2117-2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.